Event description:
It was reported an unspecified baxter access tubing set would not flow when connected to a spectrum pump and the patient's systolic dropped to 61mmhg. During a levophed infusion at 50ml/hour, the physician ordered an unspecified vasopressor to be infused at the same time. The line was connected on the y-site of the tubing of the levophed. After a few minutes the vasopressor infusion alarmed ¿occlusion¿; however, the infusion of levophed on the same channel and was not alarming. After verification, it was noticed that the tubing channel was clamped (unspecified whether up- or downstream of the pump and on which line) causing an interruption of the levophed infusion. The pump detected the vasopressor not infusing within minutes, not the levophed. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. E1: initial reporter first name: (B)(6). E1: initial reporter phone no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.